Event description:
Wire snare broke while in pt in endoscopy. The round piece that grabs broke. Doctor was able to get another snare and retrieve the broken piece from the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as the device was discarded after the event occurred. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.